Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the forcefxc generator was used during a total knee procedure. The surgeon had just finished using a non-covidien pencil with a hot blade electrode, and he set it down on the surgical tech's gown which covered her arm. It burned through the surgical tech's gown and reportedly burned her arm or hand. The surgical tech then broke scrub, and the non-covidien pencil was removed from the sterile field. A new pencil was used to complete the surgery. The settings on the generator were 60 cut and 60 coag. The patient was not harmed. No additional information has been provided by the site.